Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during the infusion. The following information was provided by the initial reporter: "we had an incident late yesterday regarding alaris pump tubing. There was a leak somewhere within the portion of the tubing that goes inside the pump. The patient was receiving ivig at the time. The leak was not detected until 2 thirds of ivig had spilled. The dose of the bottle that spilled was 30 gm. The pharmacy dispensed a 20 gm bottle of ivig to supplement what was lost. The patient suffered no harm. He just had to stay longer to receive his full treatment."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during the infusion. The following information was provided by the initial reporter: "we had an incident late yesterday regarding alaris pump tubing. There was a leak somewhere within the portion of the tubing that goes inside the pump. The patient was receiving ivig at the time. The leak was not detected until 2 thirds of ivig had spilled. The dose of the bottle that spilled was 30 gm. The pharmacy dispensed a 20 gm bottle of ivig to supplement what was lost. The patient suffered no harm. He just had to stay longer to receive his full treatment."